Event description:
Acid was noted dripping from the battery pack of the irrigator.====================== manufacturer response for battery operated irrigator, irrigator======================the sales representative stated that they thought they got all of the affected devices removed from service. Evidently this one came from a distributor and not directly from stryker. However, (B) (6) purchased these items directly from stryker. Stryker replaced the affected items that were pulled from our shelf with the same lot number after this occurrence.